Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID 200 laser fiber was opened for use in a ureteroscopy with laser lithotripsy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during preparation, the physician noted that the tip of the laser fiber broke upon removal from the package. The procedure was completed with another flexiva ID 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.

Event description:
It was reported to boston scientific corporation on august 29, 2018 that a flexiva ID 200 laser fiber was opened for use in a ureteroscopy with laser lithotripsy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during preparation, the physician noted that the tip of the laser fiber broke upon removal from the package. The procedure was completed with another flexiva ID 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.

Manufacturer narrative:
H6: problem code 2907 captures the reportable event of fiber tip detached. H10: investigation results the fiber was returned kinked in several places. Analysis revealed that the entire distal tip was still attached to the fiber. Since the device was not used inside the patient, the user most likely meant that the fiber broke near the tip. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/14/2018 09:10 am CT. The report number is being corrected from: 3005099803-2018-62011 to: 3005099803-2018-60602.